Event description:
It was reported the pt underwent surgical intervention due to dislodgement of their intrathecal catheter. The complication was detected via x-ray observation. No pt symptoms were reported. The drug used in the pump is morphine sulfate 1.0 mg/ml at a dose of 0.2998 mg/day. The pt recovered without sequela.